Event description:
The customer reported the system intermittently displays and error and the generator shuts down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power supply and control panel encoder pcb. System operates as intended. (B)(4)